Event description:
The site reported that this x-ray system shutdown during an interventional procedure and that there was an electronic component burning odor.

Manufacturer narrative:
Conclusions: the investigation found a broken wire on the a pin of the sa x1 connector. A connection repair solved the problem. This can be caused by performing a frequent rough disconnection and connection of the stand trolley cable. Therefore, this is considered normal wear and tear.